Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks during their first night post-implant. The physician commented it may have been the result of air inclusion around the shock electrode. During implant, the physician reported having to have tunneled the electrode next to the sternum three times in order to establish correct positioning. To date, no further adverse pt effects have been reported and the system remains implanted and in service with no change.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.